Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. Product ID: 3888-28, lot# l58548, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6)1996, product type: extension. (B)(4).

Event description:
It was reported the patient was having a revision surgery tomorrow. The reporter stated the reason for the revision was to change the implantable neurostimulator (ins). The reporter further stated they replacement was due to expected battery depletion. It was noted the patient did have a changing pain pattern. The reporter stated the patient¿s healthcare professional may implant a surgical lead for different coverage. It was noted the manufacturing representative was not aware of any problem with the patient¿s system. It was further noted the ins had been depleted for a while. Additional information received reported that x-rays and impedance testing was done during surgery. The reporter stated the old extension had frayed or broken. It was noted the lead and extension were disconnected and lead impedance measurements were all within normal limits. It was further noted the new extension was attached to the new ins and all checks were good. The reporter stated the patient was programmed in the post-anesthesia care unit. It was noted that stimulation was returned and covering the patient¿s painful areas. It was further noted the ins was moved to the patient¿s right buttock from their abdomen.